Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-08538. It was reported that when the patient presented for device change out due to normal battery depletion, the pre-procedure device interrogation revealed noise on the right atrial (ra) lead which was a long-standing issue as per physician. Insulation breach was also noted on the lead during the procedure and physician used a suture sleeve and medical adhesive around the area of breach. It was suspected that the noise and insulation breach was due to manipulation of the device inside the pocket when the patient went through the security check at the airport at unknown date. The patient's right ventricular (rv)lead which was capped on (B)(6) 2013 for unknown reason was found to be dislodged in right atrium (ra). No intervention was performed. The patient is not pacemaker dependent. The device was changed out. The patient was stable.